Event description:
It was reported that a pt underwent a colostomy take down procedure on an unk date. During the procedure, the needle broke off in soft tissue. An x-ray had to be performed while the surgeon was looking for the needle. It is unk if the needle piece was retrieved. Additional info was requested.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.